Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of myocardial infarction (mi) and death, as listed in the xience v instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately thirty one months post stenting procedure in the mid left anterior descending artery with two xience v stents, one 2.5 x 28 and one 2.5 x 23, the patient experienced a cardiac arrest and died at home on (B)(6) 2011. Death certificate indicates the cause of death as a myocardial infarction. There was no additional information provided.